Manufacturer narrative:
Product ID 3889-28, lot# va00mgu, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4) .

Event description:
It was reported that the clinical diagnosis was a urinary tract infection (uti). It was noted that the patient experienced burning sometimes when voiding. It was noted that laboratory testing was abnormal with large amounts of leukocyte esterase. It was noted that actions taken included medications administered which included macroid 100 mg bid for 5 days. It was noted that the event resolved without sequelae on 2013 (B)(6).